Manufacturer narrative:
Sample is available for the MFR to evaluate. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: per athlone affiliate: after an intubation without difficulty, the carina hook was not visible on the fibroscopic control and there was a leak (about 60ml on the left pulmonary ventilation). The carina hook was found into the pt's mouth. The catheter was again installed in order to obstruate the hole of the missing carina hook by the left bronchus wall. There was no consequence for the pt because by chance the carina hook did not fall into the airways. Pt current condition is fine.